Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to the bioprosthetic valve being stenotic and/or infected. Medtronic made a good faith effort to confirm the reason for explant, and no information was received. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and four months post implant of this 14mm pulmonary bioprosthetic valved conduit, the valve was explanted and replaced with a 20mm bioprosthetic valved conduit of a different model. The conduit was explanted for unknown reasons. No additional adverse patient effects were reported.